Manufacturer narrative:
The suspected computer was returned to the manufacturer for analysis. Analysis found that the computer booted up normally. Analysis found that the reported event was not related to this hardware.

Manufacturer narrative:
Patient information was refused by the site. The computer has been returned to the manufacturer and is currently under analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system was shutting down and restarting unexpectedly. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing resulted in the computer being replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.